Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, multiple stored episodes of inappropriate auto mode switch due to noise on the atrial lead were observed. The noise could be reproduced in the clinic with isometrics and pocket manipulation. All other electrical measurements were stable and within range. The device was reprogrammed.